Event description:
It was reported by the patient that the skin was scarred at the infusion site (abdomen), while wearing the pod for longer than 48 hours. Treatment for reported issue was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scarring. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone14.2 cgm sensor type: g7.